Manufacturer narrative:
(B)(4). The customer reported 12 lead not connected error. There was no reported adverse patient impact. The philips field service engineer evaluated the device and found an ECG bias error in the service logs. The processor pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. As of (B)(6) 2012 the customer has not reported any further trouble with this device. We will consider this a malfunction of the processor pca where the device had a 12 lead not connected error.

Event description:
The customer reported 12 lead not connected error. There was no reported adverse patient impact.